Manufacturer narrative:
Concomitant medical product: 694765 lead, implanted: (B)(6) 2014; 457453 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a possible undersensed beat during a high rate non-sustained episode. The rv lead remains in use. No patient complications have been reported as a result of this event.